Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device is not heating during functional verification test. Heater defective. Replaced heater. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in sample evaluation findings that the arctic sun device was not heating during functional verification test. Both cables in the device being short.